Manufacturer narrative:
Zoll medical united kingdom evaluated the device and the device performed to specification. A review of the device log was reviewed and showed there were six analyses attempts during the reported event. Five of the analysis performed resulted in no shock advised. One resulted in 'analysis halted' due to observed noise during the analysis, that was caused by continued CPR. At the end of the case, the device is manually charged and user disarmed, which confirms there is no issue with the device's ability to charge and discharge. The device was put through extensive functional testing including bench handling and defib cycling using the customer's returned accessories without duplicating a malfunction. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a 57-year-old patient (gender unknown), the device was unable to analyze. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.